Manufacturer narrative:
Investigation summary: evaluation of the returned photograph confirmed the reported defect in that a light green pstii cap had been placed on an edta tube. No qns or other issues relating to the reported defect were identified in the DHR. The complaint is confirmed on the basis of the returned photograph. The root cause has been established as caps being left in ¿supersacks¿ and then the sacks being used to carry a different colour resulting in the wrong coloured cap being applied. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Unknown 510(k)# .

Event description:
It was reported that within a package of bd vacutainer® k3e 5.4mg plus blood collection tubes there was one tube with a different colored cap. No injury or medical intervention reported.